Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device found that a break had occurred in the hypotube 580mm measured distally from the strain relief. Both sections were received for analysis and the examination of the break location found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking, however it is not possible to conclusively determine the root cause of the hypotube break. The visual and tactile examination also found multiple other kinks along the hypotube shaft. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x24mm promus premier stent was selected to treat the lesion. It was noted that the shaft broke into two inside the patient's body.

Event description:
It was reported that shaft break occurred. A 2.50x24mm promus premier stent was selected to treat the lesion. It was noted that the shaft broke into two inside the patient's body.